Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific received information that this device, which was included in the shortened replacement window advisory april 2007 population product advisory was initially communicated on 4/5/2007, exhibited a battery voltage measurement of 2.65 v after 34 months and a battery voltage measurement of 2.65 v after 38 months of implant. A technical services consultant noted that the drop in battery voltage may be due to the normal drop that occurs when transitioning between the two plateau levels in the battery discharge curve and recommended a three month follow up. To date, no adverse patient effects were reported with this clinical observation. The device was later explanted due to elective replacement.